Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that upon powering up the autopulse nxt platform (sn (B)(6), the nxt band would contract but not perform compressions was confirmed based on the archive data review; however, it was not confirmed during the functional testing. No device malfunctions were observed during testing, and the nxt platform functioned as intended. The archive data indicated fault 1210 (fault_motor_sensor_low_during_compres). Fault 1210 is designed to detect situations where no patient is present, or the nxt band is open, likely to be attributed to user error. The archived data indicated (fault_motor_sensor_low_during_compres): the motor current was too low during the compression hold. The nxt platform passed functional testing with no faults, and the reported complaint was not reproduced during the testing. The platform was tested using the mztf until the battery was discharged entirely, with no faults or errors detected. The autopulse platform functioned appropriately and performed as intended. Following the service, the autopulse nxt platform passed its final tests without issue.

Event description:
The customer reported that during shift check and upon powering up the autopulse nxt platform (sn (B)(6), the nxt band would contract but wouldn't perform compressions. There was no alert led illuminated on the user control panel. No patient involvement.